Event description:
It was reported that the battery gauge was fluctuating and while charging the battery a power source alert occurred. Pump shutdown. The customer charged battery and pump therapy was resumed. Customer's blood glucose was approximately 140-300 mg/dl. Customer continued to use pump for insulin therapy.